Event description:
It was reported that a shaft break occurred. A 2.50 mm x 15 mm maverick 2 balloon was selected for use in the percutaneous coronary intervention (pci) procedure of the moderately tortuous left anterior descending artery (lad). The target lesion was 15mm in length and 2.5mm diameter. During procedure, the balloon catheter was separated and broken from its shaft. No patient complications were reported in relation to this event. It was further reported that the procedure completed with another device and the patient was stable post procedure.

Event description:
It was reported that a shaft break occurred. A 2.50 mm x 15 mm maverick 2 balloon was selected for use in the percutaneous coronary intervention (pci) procedure of the moderately tortuous left anterior descending artery (lad). The target lesion was 15mm in length and 2.5mm diameter. During procedure, the balloon catheter was separated and broken from its shaft. No patient complications were reported in relation to this event. It was further reported that the procedure completed with another device and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR:the returned product consisted of a maverick 2 mr balloon catheter. The device was microscopically and visually examined. The hypotube of the device has numerous kinks. There was a hypotube separation 66.9cm from the strain relief. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities

Event description:
It was reported that a shaft break occurred. A 2.50 mm x 15 mm maverick 2 balloon was selected for use in the percutaneous coronary intervention (pci) procedure of the moderately tortuous left anterior descending artery (lad). The target lesion was 15mm in length and 2.5mm diameter. During procedure, the balloon catheter was separated and broken from its shaft. No patient complications were reported in relation to this event.